Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a procedure. According to the complainant, the patient underwent a band ligation, performed by another physician, five days prior to being transferred to this hospital with significant dysphagia. The event date is unknown. It was reported that approximately five bands had been placed in the patient¿s esophagus. Upon examination, it was reported that two to three ulcers could bee seen. In the distal esophagus, there was significant circumferential ulceration, with a band adherent to the lateral esophageal wall at this location. The entrapped mucosa above the band was occluding the lumen at the site of the circumferential ulceration and resultant stricture. The physician performed an endoscopic mucosal resection by snaring the non viable tissue, using cautery, cutting off the entrapped mucosa above the band, which freed the band. Following the procedure the lumen appeared to be approx 10 mm in diameter, which would allow po intake. It was reported that there is no further patient information is available.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a procedure. According to the complainant, the patient underwent a band ligation, performed by another physician, five days prior to being transferred to this hospital with significant dysphagia. The event date is unknown. It was reported that approximately five bands had been placed in the patient's esophagus. Upon examination, it was reported that two to three ulcers could bee seen. In the distal esophagus, there was significant circumferential ulceration, with a band adherent to the lateral esophageal wall at this location. The entrapped mucosa above the band was occluding the lumen at the site of the circumferential ulceration and resultant stricture. The physician performed an endoscopic mucosal resection by snaring the non viable tissue, using cautery, cutting off the entrapped mucosa above the band, which freed the band. Following the procedure the lumen appeared to be ~ 10 mm in diameter, which would allow po intake. It was reported that there is no further patient information is available.